Event description:
The customer was hospitalized with blood glucose levels over 500 mg/dl. She was in intensive care for 5 days where she was treated with hourly injections. The customer stated that she's a brittle diabetic. The pod worn between 36 and 48 hours. The hospital staff discarded the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.